Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported, they were using the exchange tube to switch out the guide wire. While they were inserting it by hand, a little piece of it broke off. The wire broke apart the exchange tube while they were pushing it through. When they took off the reaming shaft half of it broke off and remained in the pt.